Event description:
It was reported that the user experienced extreme highs and lows every day while using the ilet and expressed dissatisfaction with the device, with hyperglycemia described and the cause unclear. Symptoms included insufficient information to characterize specific clinical effects. Outcomes included insufficient information regarding the event¿s impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.